Manufacturer narrative:
Device manufacture date not available at the time of this report. Software investigation is in progress.

Event description:
A site rep reported that their system froze during an ent procedure and had to be re-booted. The site rep said that in the middle of the case, while the surgeon was navigating, the screen froze and nothing was moving, however, the images were still on the screen. The pt had to be re-registered after re-starting the system. The system functioned normally after the re-boot. The surgeon completed the surgery with the use of the navigation system. There was no impact on the pt outcome.